Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc), therefore omsc could not investigate the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. If significant additional information is received, this report will be supplemented.

Event description:
During reprocessing after the procedure, the user found that the pancreatic duct drainage tube made by another company (gadeluse co., ltd.) Came out from the forceps channel of the device. This drainage tube was not used in the previous procedure. The user considered that this might have been inhaled in the past procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.